Event description:
Reporter described the following: a nurse opened a package of toothette plus suction swabs and used the first swab in the package without issues. The nurse then administered oral care to the intubated pt using the second suction swab. When the nurse removed the suction swab from the patient's mouth, the foam head was not attached to the plastic stick of the suction swab. The foam head was not visualized in the patient's mouth. Bronchoscopy concluded patient did not aspirate foam.